Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the cardiac tamponade was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer: 9680001-2016-00089, 3008452825-2016-00158. During an atrial fibrillation procedure a cardiac tamponade occurred. Following isolation of the left pulmonary veins, ablation was performed on the anterior wall of the right superior pulmonary vein. The patient became hypotensive and an echocardiogram revealed a cardiac tamponade. Protamine was administered and the patient was transferred to surgery and a pericardiocentesis was performed. The patient was stable. There were no performance issues with any sjm device.